Event description:
Customer reported buring to the internal printed circuit board. During a visit to the customer site in 2005, an event medical service representative inspected the unit. Based on this evaluation, it was determined that a malfunction occurred.

Manufacturer narrative:
Following a review of the device by event medical there was evidence of a damaged ground wire in the area where the damage to the printed circuit board had occurred. As such as inadvertent power to ground short is deemed to be the most likely cause of the incident. No other incidents of this type have occurred and it is therefore deemed to be an isolated incident and no further action is required. Event medical will continue to monitor for incidents of this nature and considers this file to be closed.